Manufacturer narrative:
The reported event of a leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During the procedure, a blood leak was noted from the hemostasis valve. The device was replaced to a non-abbott sheath and the procedure was completed with no adverse consequences to the patient.